Event description:
It was reported that the customer's blood glucose was 400 mg/dl, which was treated with manual injection. The customer was in the hospital, unrelated to her diabetes and had received the insulin pump that day. Assistance programming the insulin pump was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).